Event description:
A (B)(6) female patient contacted zoll customer support to report a service code 204. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. As received, the monitor failed incoming testing. Upon evaluation, the belt connector receptacle was pulled from the case, damaging an internal wire. The cause of the code 204 and incoming test failure is lack of communication between the electrode belt and monitor. The cause of the lack of communication is the damaged wire and receptacle. The cause of the damaged wire and receptacle cannot be positively identified but is likely excessive force placed on the belt connector receptacle while the electrode belt was attached. No adverse event resulted from the defective monitor. The patient received a replacement monitor.